Manufacturer narrative:
Follow-up # 1 date of submission 04/07/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/19/2014 with the following results:a visual inspection of the pump showed no visible damage to the keypad. During testing, the contrast button was intermittently unresponsive; which has no effect on insulin delivery. All other buttons responded appropriately. The keypad cover was removed and evidence of contamination was found under all key contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad buttons were intermittently unresponsive since past few months, and it was getting worse. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.